Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis procedure, at the first firing, the surgeon could not squeeze the handle and could not fire the device. They replaced it with a new cartridge but still could not fire. They replaced it again with a new cartridge and the firing was completed. There was no patient injury.